Event description:
It was reported that there was no lock between the implanted device and the external equipment. The doctor confirmed that the pt's thick skin flap is the issue. Additional magnets and manual pressure were used to achieve lock; however, this did not resolve the issue. Skin flap revision surgery has been scheduled.